Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on atrial tachycardia/atrial fibrillation (at/af) episodes. It was further reported that the right atrial (ra) lead exhibited noise, oversensing of right ventricular (rv) lead pacing pulses and a possible insulation breach. It was also reported that the rv lead exhibited a lead issue. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited oversensing. Both the ra and rv lead were explanted and replaced.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation was breached at 9.7 and 12.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.